Event description:
My family and I live in saudi arabia. My little girl has been using a medtronic 780g insulin pump for about four months. On (B)(6) 2022, we were surprised by a very strange event. The pump injected a dose of bolus insulin without any interference from anyone, and the patient service at medtronic was immediately contacted via email and phone, and they said that (B)(6) reports would be reviewed on the care link website and they advised us to follow up closely and indeed the matter was repeated again the next day, but it happened three times in a row, and the patient service was contacted again and told them about the new events, and we did not receive any response from them so far, knowing that they were told that we had removed the pump connection to the girl's body, her diabetes readings unstable. FDA safety report ID # (B)(4).